Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was explanted due to pacing impedance measurements of greater than 2000 ohms. No adverse patient effects were reported as a result of this event. This lv lead was returned for analysis.

Manufacturer narrative:
Analysis of this lv lead was performed at our post market quality assurance laboratory. Detailed inspection and analysis of this lead found that the lead was fractured. Final analysis confirmed that the lead incurred damage consistent with clavicular crush. This event will be updated if any additional information becomes available.